Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 8.9 mmol/l. Customer stated that they had power error detected alarm. The customer stated that the power error detected recurred within a week of troubleshoot previous occurrence. The customer was advised that the pump will need to be replaced and was advised to refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with high sleep current, problem isolated to electronic assembly. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.